Event description:
The facility reported an infusion pump with a key pad error of 500:320:844:0000. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.